Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a thoracoscopic lobectomy on cutting the lung tissue, the device had poor staple formation, it did not form a b shape and the tissue was not well stapled. There was also an incomplete staple line. They replaced the device to complete the case and resolve the issue. The patient was alive with no injury.